Manufacturer narrative:
The customer disabled cap piercer assembly. Service visited on (B)(4) 2011, and the field service engineer (fse) found vacuum was sluggish when evacuating cap piercer. The standby system vacuum was within specifications. The fse flushed the line with large amount of hot water and bleach and vacuum immediately improved. The fse cleaned blade wash tower and noticed some small cracks causing a very small amount of fluid to contact screws in tower. The fse replaced the cap piercer wash tower, and this issue was resolved.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600i synchron access clinical system. The customer stated that fluid from cap piercer was leaking onto capped tubes, and that cap piercer blade wash cup maybe leaking or overflowing. There was no effect to patient or user.